Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading was 83 and experienced low blood glucose readings at 41 mg/dl. The customer stated within the last 48 hours, his sensor readings were off. During troubleshooting, the customer was advised to confirm his blood glucose level, which was 279 mg/dl. No additional information was provided.